Manufacturer narrative:
The most reasonable root cause of the discrepant results was the disconnected tube discovered by the fse on (B)(6) 2015. This caused contamination of the cuvettes due to improper rinsing. After fixing the tubing no further discrepant results were observed.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer has been having sporadic issues for different tests on the c501 analyzer since (B)(6) 2015. It was discovered that a reagent probe was slightly misaligned. A field service engineer (fse) visited the site and realigned the probe, checked the pressure of the gear pump and cleaned out the sample probes. The fse ended up cleaning the sample probe twice where a big gel clot was removed. Afterwards, no further complaints were alleged. The customer is now indicating the issue has not been solved and is currently questioning results for multiple patient samples tested for magnesium gen.2 (mg2) & lactate dehydrogenase acc. To ifcc ver.2 (ldhi2). Data for 15 patient samples was provided for mg2. Of that data, 2 patient samples tested for mg2 were erroneous. It is not known if erroneous mg2 results were reported outside of the laboratory. Data for 7 patient samples was provided for ldhi2. All 7 patient samples tested for ldhi2 were erroneous. Erroneous ldhi2 results were reported outside of the laboratory. It is not known if erroneous mg2 results were reported outside of the laboratory. Patient ID (B)(6) initial mg2 result was 1.35 mmol/l. The sample was repeated twice with results of 1.47 mmol/l and 0.84 mmol/l. On (B)(6) 2015, patient ID (B)(6) initial mg2 result was 1.26 mmol/l. The repeat result was 0.79 mmol/l. The 7 patient samples for the ldhi2 results were sent to one of 3 different laboratories for repeat testing. Laboratory 1 uses a cobas 6000 system, laboratory 2 uses an architect analyzer and the analyzer used in laboratory 3 is not known. Patient ID (B)(6) initial ldhi2 result was 298.00 u/l. This result was reported outside of the laboratory. The repeat result from laboratory 1 was 152.70 u/l. Patient ID (B)(6) initial ldhi2 result was 438.00 u/l. This result was reported outside of the laboratory. The repeat result from laboratory 1 was 230.50 u/l. Patient ID (B)(6) initial ldhi2 result was 347.00 u/l. This result was reported outside of the laboratory. The repeat result from laboratory 1 was 189.60 u/l. Patient ID (B)(6) initial ldhi2 result was 490.00 u/l. The repeat result from laboratory 1 was 250.80 u/l. Patient ID (B)(6) initial ldhi2 result was 285.00 u/l. The repeat result from laboratory 1 was 157.40 u/l. Patient ID (B)(6) initial ldhi2 result was 257.00 u/l. The repeat result from laboratory 2 was 131.00 u/l. Patient ID 8000219020 initial ldhi2 result was 310.00 u/l. The repeat result from laboratory 3 was 448.80 u/l. Patient ids (B)(4) are from one doctor's family. Each patient ID represents the doctor, his wife and his daughter. It is not clear which patient ID belongs to which person. It is not known if any adverse events occurred. No adverse events have been reported. Calibration and quality controls for ldhi2 were acceptable. The mg2 reagent lot number was 612306. The expiration date was not provided. The ldhi2 reagent lot number was 611296. The expiration date was not provided. It was noted the field service engineer (fse) visited the site on (B)(4) 2015 where it was discovered that the tube leading to a bottle was disconnected from the rinse unit. The customer indicated they exchange the bottles every 3 months. There have been no additional discrepant mg2 results since the fse reconnected the tube and checked the flow of the rinse agent.

Manufacturer narrative:
It was noted that the laboratory repeated the samples they had stored for ldhi2 and obtained the same results as before. No specific results were provided.